Manufacturer narrative:
Treatment data review showed no system malfunctions. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Patient appeared to have hidradenitis suppurative (hs). Patients with known hs should not be treated and in rare cases, patients with the underlying condition may present with hs post treatment. The issue was reported as resolving, however, follow up with a dermatologist is recommended.

Event description:
Patient treated (B)(6) 2025 contacted clinic (B)(6) 2025 complaining of swollen rash under arms bilaterally. Patent was instructed to heat and apply topical cortisone cream to areas and monitor for fever. On (B)(6) 2025, patient reached out stating the rashes had opened and drained clear fluid. No fever or chills noted at the time. Cephalexin was prescribed with patient directed to continue warm compresses and hydrocortisone cream. On (B)(6) 2025, patient reported scarring to underarms and hard nodules with no pain or fever.